Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) was bent upon insertion. The lens was partially inserted into patient's right eye; however, it was removed from the eye. The patient has fully recovered. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: nov 12, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received inside of a pscst30 cartridge and had trace amounts of viscoelastic residue on the inside of the cartridge. Inspection of the cartridge revealed cartridge tip damage. The lens was removed from the cartridge, but it came out in pieces. Observation of the lens revealed lens damage and one haptic that was both damaged and detached. The complaint issue haptic damage could be confirmed; however, based on the fact that an inadequate amount of ovd was used, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and that the iol was damaged during the removal process, it cannot be confirmed to be related to a manufacturing issue. The complaint issue delivery issue could not be confirmed. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.